Event description:
It was reported that during the implant procedure the left ventricular lead would not stay in the coronary sinus. The lead was not used and a new lead was implanted. The patient¿s condition was stable throughout the event.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. Analysis was normal. No anomalies were found.